Event description:
Additional information was received which reported that the patient developed a cerebral infarction following the valve implant, however the "it was tavi before the surgery for left renal pelvis cancer". The general condition of the patient became poor, so a renal pelvis cancer operation could not be performed. Approximately ten and a half months following the valve implant, a myocardial infarction occurred in the right coronary artery. It was considered that the myocardial infarction was caused by a blockage due to a thrombus in the right coronary apex. The thrombus was thought to have been caused by an abnormality in the coagulation system due to renal pelvis cancer. Antithrombotic drugs were discontinued due to hematuria, may have also contributed to the thrombus. Catheter therapy was difficult. The patient's prognosis due to renal pelvis cancer was poor, so palliative care was decided. The patient died one day later. Per the physician, the death was not related to the valve or the valve implant procedure.

Manufacturer narrative:
Updated b2. Updated b5. Updated g. Updated h1. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, patient developed dysarthria and paralysis of the right upper and lower limbs. Magnetic resonance imaging (MRI) showed a cerebral infarction. Medication was administered and rehabilitation was started. The patient's dysarthria gradually improved but paralysis of her upper right and lower limbs did not improve and the patient remained in rehabilitation twenty eight days later. No additional adverse patient effects were reported.